Event description:
The patient reportedly loss of sound, followed by a loss of lock with her implant. External equipment was exchanged; however, the problem was not resolved. The patient was explanted. The patient was successfully reimplanted with another advanced bionics device.